Event description:
The core universal driver was sent for service and an unk fluid was noted inside the device and all over the handle of the device. No adverse event was associated with the device.

Manufacturer narrative:
A sample was taken from the device.